Event description:
The infusion device display was damaged when the pt was dropped. The display is now only partially readable. The infusion device was requested for eval. No physiological effects were reported, and pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.